Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 520 mg/dl; ketones were present. Correction boluses were delivered to address bg. Contact reported that the infusion set site was not absorbing the insulin due to the customer being thin. There was no reported issue with the pump. Recommendation was made for the customer to discuss the event with a healthcare provider. Brand of infusion set was not reported.